Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked. The following information was provided by the initial reporter: "we had 3 incidents (2 today and 1 yesterday) where these IV`s are leaking at the connection of the IV and the tubing. "

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked. The following information was provided by the initial reporter: "we had 3 incidents (2 today and 1 yesterday) where these IV`s are leaking at the connection of the IV and the tubing.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-24. H6: investigation summary. Our quality engineer inspected the samples submitted for evaluation. Bd received 48 unused units. All components were present and intact. Upon inspection of the received units, it was found that eight of the adapters had damage on the inside at the end of the luer and one had damage to the outer threads, all of which could result in leakage. Function testing was performed by attempting to connect an iso standard slip luer to the luer of the unit. A secure connection was achieved. The units were then tested for leakage. No leakage was observed from any of the damaged adapters. Although leakage was not observed with lab testing, the observed damage to the adapters is known to result in leakage; therefore, the reported defect was confirmed and determined to most likely be related to the manufacturing process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.